Event description:
It was reported that one month post procedure, patient experienced subacute ischemia (right mca ischemic) requiring treatment. According to site, the adverse event had probable relationship with the procedure and unlikely relationship with the subject flow diverting stent. The adverse event was resolved two days later. No additional information available. Update: additional information received on 18-jul-2023 stated that according cec (clinical events committee) adjudication the adverse event had a possible relationship with the procedure and with the subject flow diverting stent. No additional information available. Update: additional information received on 24-jul-2023 stated that according cec (clinical events committee) adjudication the adverse event is not related to the procedure and to the subject flow diverting stent. No additional information available.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. Section b2 outcomes attributed to ae - corrected - no other serious (important medical events), no required intervention to prevent permanent impairment/damage (devices) b5 executive summary - updated. Section h1 type of reportable event - corrected - no serious injury. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated. F10 / h6 medical device problem code - device code grid - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. A labelling review and risk assessment for the reported issue could not be performed because the reported issue is unknown/unclear. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated medication was given to the patient to resolve the adverse event with no intervention performed for the event per edc data. Additional information received on 24-jul-2023 stated that there has been a revision to the adjudication that the adverse event is not related to the procedure and to the subject flow diverting stent. While there are a number of potential causes for the reported issue, because the reported issue is unknown/unclear and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated medication was given to the patient to resolve the ae with no intervention performed for the event per edc data. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that one month post procedure, patient experienced subacute ischemia (right mca ischemic) requiring treatment. According to site, the adverse event had probable relationship with the procedure and unlikely relationship with the subject flow diverting stent. The adverse event was resolved two days later. No additional information available.

Manufacturer narrative:
The device remains implanted inside the patient's vasculature.

Event description:
It was reported that one month post procedure, patient experienced subacute ischemia (right mca ischemic) requiring treatment. According to site, the adverse event had probable relationship with the procedure and unlikely relationship with the subject flow diverting stent. The adverse event was resolved two days later. No additional information available.